Event description:
It was reported by service report that the side rail was broken at the top and there were sharp edges. The customer could not determine if there was pt involvement or if there were adverse consequences to report.